Event description:
The manufacturer received information alleging the visualization of a black particle in the dreamstation auto CPAP device. No harm or medical intervention was not specified. The device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was visually inspected during the evaluation, and no evidence of black foam particles or degradation was found in the device's air path. The customer's allegation appeared to be related to environmental contamination, with the filters being ¿dirty.¿ in addition, the device had error code e130, and the main pca was replaced. Additional findings were not related to the malfunction/issue. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.